Event description:
(B)(4). Essure device was implanted in both tubes without incident. Dye conformation test was not preformed due to cost and 14 months later I became pregnant. Also have noticed random hives of hands and feet that have no cause and have at times required medication. And inability to loose weight despite working out, diet restrictions, and life style changes.